Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative observed that the lamp had exceeded rated life of 400 hours. The xenon lamp was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. A review of the system¿s event log from the time of the reported event revealed that system message (sm) [the lamp has exceeded its rated life: lamp needs to be replaced. Please contact field service] was displayed. The system message is only an advisory for the user to replace the lamp after it has reached 400 hours, and can be cleared by the user pressing a button on the screen. The lamp can still be used after this system message is acknowledged. The root cause of the reported event can be attributed to the xenon lamp, which exceeded its rated life. However, no problem was found with the xenon lamp as it functioned to its expected rated life. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported a new lamp was needed. Additional information has been received stating that this event occurred prior to surgery. The lower light source was used to initiate and complete the procedure with no harm to the patient.